Event description:
Stockert burn issue was reported. Pt had moderate (2nd degree burn) on the right flank area. It was not life threatening. Silvadene was applied to the burn area. After the procedure was completed, pt was referred to hospital (wound care center). No permanent damage to body structure/function. No extended hospital stay was required. Pt healed nicely. Prognosis is satisfactory. Stockert's power/wattage/total ablation procedure duration/duration per ablation were all unknown. Burn was said to be due to grounding pad (device not returned). Type and serial# of the pt return electrode used was unknown.

Manufacturer narrative:
Other biosense webster product used during the procedure was: biosense webster celsius thermo-cool catheter: device model number/other device identifier was unknown.